Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company representative reported that the surgeon experienced leakage from the valve cannula during a procedure the surgeon used trocar plugs to stop leakage. The procedure was completed with no patient harm. Additional information and sample have been requested.

Manufacturer narrative:
Nine opened trocar cannula/hub assemblies, one with a plug and one with an infusion cannula, were received in a tray for the report of leaking. The returned samples were visually inspected and six samples were found conforming, one sample was found non-conforming with a hole in the septum and two samples were found non-conforming with a cut in each septum. The conforming samples were then functionally tested for and were found conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are 18 additional complaints associated with the lot for the reported issue. The exact root cause for this complaint is unknown, however, potential contributing factors related to the manufacturing, molding, and post cure processes of the valves has been identified. Investigations have been completed and actions are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).